Manufacturer narrative:
Technician found left intermediate siderail sensor cable cut. Wires were exposed at cut. Cause unk. Technician replaced the foot siderail sensor cable assembly to resolve.

Event description:
Account alleged turn assist will not work.